Event description:
It was reported that post implant, an alert for low high voltage lead impedance was received. No further information is available at this time. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.